Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an alif procedure with an interbody device. It was noted that the interbody device was placed laterally and that it was a difficult exposure and the patient was large. Shortly after surgery, the rep was notified that the surgeon would be doing a revision to reposition the interbody device as it was placed a bit laterally. The revision surgery was performed 5 days post-op. The surgeon went in posteriorly, did a decompression, and added posterior fixation. The patient is stable after the revision surgery.